Event description:
It was reported the device is showing check plunger sensor. No patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the top case and plunger case. The plunger case tamper seal was also removed. Review of the event history log showed an occurrence of a "check syringe plunger sensor" alarm. Functional testing involved powering up the pump and checking the movement of the flippers. The flippers were found to be stuck in the open position. The investigation determined that the plunger cases being worn and not working as intended caused of the reported issue. The plunger cases were replaced along with all the plastic parts of the plunger cam, plunger float, push block and right and left timing plates. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.